Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device would not stop immediately after the trigger was released. Therefore, the reported condition was confirmed. It was determined that the electronic control unit was damaged and other components were worn and corroded. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during cleaning of the device , it was observed that the battery oscillator device had a delay in stopping once the trigger was released. It was reported that you could still hear the motor slowing down when the trigger was released. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.